Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic right hemicolectomy procedure, the arm cart assembly (aca) triggered an unrecoverable error. The team restarted the arm, calibrated it, and continued to use it. However, after some time, the arm triggered another unrecoverable error. The team restarted and calibrated the arm again but decided not to use it further during the surgery. The procedure was continued with the remaining three arms. There was a 5-10 minute delay. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated the arm cart assembly experienced a non-recoverable error. There was a failure of the po tentiometer redundancy check on robotic arm joint 2. The logs were reviewed and an error code for 'robotic arm encoder redundancy error' was triggered, for a mismatch of master positioning sensor and joint position sensor primary. An error code for 'arm redundant position discrepancy' was triggered. And an error code for 'robotic arm potentiometer redundancy failure' was observed, which occurs due to the robotic arm potentiometer two channel redundancy check. Evaluation of the arm cart assembly confirmed the reported condition. A design issue was identified during evaluation of the device logs. The root cause of the observed condition was traced to a component issue. The tip of the wiper can dig into the resistive encoder track which abrades and displaces material. Repeated motion over a specific and fixed range builds up the abraded material in locations at the end of travel and in the center of the track when the motion pauses. This issue was made to occur more likely by inadequate heat staking of the wipers. This causes a mismatch due to potentiometer peaks, which can cause the arm cart assembly to become non-functional. A process improvement was implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic right hemicolectomy procedure, the arm cart assembly (aca) triggered an unrecoverable error. The team restarted the arm, calibrated it, and continued to use it. However, after some time, the arm triggered another unrecoverable error. The team restarted and calibrated the arm again but decided not to use it further during the surgery. The procedure was continued with the remaining three arms. There was a 5-10 minute delay. There was no patient injury.